Event description:
Caller alleged discrepant inratio results. Results as follows: inratio: lab: 3.2, 2.3. The laboratory test was performed less than 30 minutes before the inratio test was performed. Target inr: 3.0-3.5. No report of death or serious injury.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturer record for the lot did not uncover any relevant non-conformance. Lot meets release specification. Unable to determine root cause from the information provided by customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.